Manufacturer narrative:
Sections with additional information as of 29-dec-2022: h3: device evaluated by manufacturer. H6: updated FDA's type of investigation, investigation findings, and investigation conclusions. H10: meter was returned for evaluation. Test strips were not returned for evaluation. Reported defect not reproduced on returned meter. Product evaluation has been completed and most likely underlying root cause selected. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Most likely underlying root cause: mlc-134: user has low glucose value.

Event description:
Consumer reported complaint for low blood glucose test results. Grandmother is calling on behalf of the customer. The customer is concerned with test results from results obtained of 38 mg/dl. Grandmother stated after customer had obtained the low result, she had given him a glucose shot. The customer¿s expected am fasting blood glucose test result is 120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a blood test was not performed by the customer. The product is not stored according to specification (kitchen). The test strip lot manufacturer¿s expiration date is 03/18/2023 and open vial date was not disclosed. The meter memory was reviewed for previous test result history: (B)(6).

Manufacturer narrative:
Internal report reference number: (B)(4). Additional report reference number: (B)(4): same meter serial number, different test strip lot number. Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-134: user has low glucose value. Note: manufacturer contacted customer in a follow-up call on 14-nov-2022 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.